Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and found damaged light guide fibers and sharp dents on distal end. The reported issue of dark image was confirmed. No cause was identified. The device was serviced and returned to end user facility.

Event description:
It was reported that the image from the scope was dark. No adverse event reported.